Event description:
Customer contacted haemonetics (B)(6) 2008 requesting return of their orthopat machine to check the wound/chest drain suction pathway. It was confirm that the complaint is after the fact. No injuries were reported with the machine.

Manufacturer narrative:
Upon receipt, eval of the machine confirmed it had experienced a major blood spill impacting several parts of the machine. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).